Event description:
During a lap cholecystectomy procedure, a metal piece from the clip applier broke off in the patient. The doctor was able to retrieve it. There were no patient complications from the incident.